Event description:
The hospital reported that during a preparation for an endoscopic vein harvesting procedure, the tip of the hemopro jaws were bent upon opening the package. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).